Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.010.475, lot: 7940724, manufacturing site: bettlach, release to warehouse date: 28. Aug. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: the review of the received pictures has shown that the tip of the connector is broken off as complained, therefore this complaint is confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Actual device was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during a suprapatellar approach for tibial nailing implantation for a patient with a distal tibial fracture, the connector for insertion handle for proximal femoral nail anti-rotation (pfna) broke off and the threaded portion was retained irretrievably in an insertion handle for expert tibial nail (etn). The unknown nail needed only minimal further impaction and the handle was struck directly to complete the nail set. The surgeon acknowledged that the connector for insertion handle was not finally tightened with the unknown wrench and may have contributed to the issue. The procedure was completed successfully with no adverse consequence to the patient. There was no surgical delay reported. The nailing implantation was completed as planned without any further incident and the unknown nail was fully seated and locked as per the normal procedure. Patient status is completed without further incident. Thus the post-operative status is not known but would not be affected in any way. Concomitant device reported: unknown wrench ( part # unknown, lot # unknown, quantity 1), insertion handle ( part # 03.010.440, lot # unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).